Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "·inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in the event description, it was observed, air/water flow was ok after the clogging on the nozzle was removed, the observation lens had old glue, cut was noted on switch 1 and switch 2, dent was noted on the distal end plastic cover, crack was noted on the light guide lens and the bending section cover glue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the air/water channel of the evis exera iii colonovideoscope had no water. Upon inspection of the customer¿s returned device it was observed, weak flow was noted due to clogged nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.